Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery (rca). A 3.50x24mm promus element plus drug eluting stent was advanced and deployed to treat the lesion. However, following stent deployment, proximal dissection was observed. A 3.00x12mm promus element plus stent was deployed in an overlapping manner with the proximal end of the previously deployed stent to cover the dissection. No further patient complications were reported and the patient's status was stable.